Event description:
Patient was revised to address poly wear of the patella and tibial insert. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this reported event was not returned. Review of supplied medical records did not add value to confirmation of the event or identification of root cause. The investigation could not draw any conclusions regarding the reported poly wear without the product to examine; however, the initial reporting stated the poly was replaced due to normal wear. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.